Event description:
Baxter (B)(4) received a report that an infusor had leaked from the reservoir into the housing during patient infusion. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing evidence of a leak inside the housing. The reported condition of a leak was confirmed. Visual examination of the unit determined that the root cause of the leak was missing film wrap, indicating that the device was misassembled. The misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(4) 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.